Manufacturer narrative:
(B)(4). Date sent: 08/09/2021. D4: batch # u5ee67. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with the anvil not returned. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to safety issue, to fire the instrument, draw the red safety back toward the adjusting knob until it seats into the body of the instrument. If the safety cannot be released, the instrument is not in the safe firing range. Once the safety has been released, do not turn the adjusting knob to ensure the instrument remains in the safe firing range. When the safety has been released, squeeze the firing trigger with firm, steady pressure. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device cut and performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 07/20/2021. Additional information was requested, and the following was received: no further additional information available.

Manufacturer narrative:
(B)(4). Only event day and year known. Month is unknown, assumed the month that the complaint was reported ((B)(6)). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was received: closing the circular stapler was more sluggish than usual. The orange indicator was in the green scale (approx. In the lower third) and the operator waited (compression) before releasing the circular staplerr. When releasing, the operator was then unable to pull the release lever completely. Despite all her strength, the release lever did not reach the handle. Thus, the "crack" could not be heard either, because the punch ring was apparently not pierced. Unfortunately, the stapler head was discarded so that the punch ring could not be controlled. Since the stapler could not be removed in this way, the surgeon opened the stapler slightly and operated the release lever several times. As she did so, the orange indicator moved up and down. The surgeon indicated that the head was properly connected to the stapler. The "snap" was audible and palpable. After a post-resection and a new anastomosis (again with a cdh33a, which functioned quite normally), the patient has been given a temporary stoma, which will be relocated after 3 months at the latest. Probably even sooner. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Was the device able to be fired plastic to plastic? It was reported that the punch ring was not pierced. Are you referring to the washer as the device could not be fired fully? Just to clarify, was the anvil discarded? How many times was the device attempted to be fired? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What healthcare professional fired the device and what is his/her experience with the device? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that during a lap sigma, the stapler did not work properly. The staple line was incomplete, and the cutting function could not be performed.